Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 485 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap was noted. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Reviewed the alarm history, and found no delivery alarms in the history. However, the mother and customer didn't feel comfortable with the insulin pump, and requested a replacement. Nothing further was reported.